Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the large needle driver instrument would articulate after entered to the body. The surgeon stated that it was not working properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred while the surgeon's head was inside the surgeon console¿s high resolution stereo viewer, but not while attempting to manipulate instruments from the console. The movements of the surgeon did not scale appropriately to the instrument, with the observed movement being greater than intended. Specifically, the instrument was inserted straight but turned once inside the patient. There was no intended movement, yet the instrument wrist articulated once inside the patient. The timing of the instrument movement was not appropriate, as there was a delay, and the surgeon was unable to move the instrument independently during the persistent issue. The issue arose while the instrument was being introduced, and a new instrument was obtained to continue the procedure. There was no injury to the patient, nor any instrument-to-instrument or system arm-to-arm interference, and no external collisions were reported. The device was inspected prior to use, and no damage or irregularities were noted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.